Event description:
It was reported that the patient wasn¿t happy with the quality of vision despite implant of a preloaded multifocal lens in patient's left eye. It seems like vison is blurry. Further follow-up noted that the intraocular lens (iol) was explanted after all. There was no incision enlargement, vitrectomy, sutures done. This was replaced with a dib00 19.5. The patient was good post-explant and no injury reported. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation?: yes. Returned to manufacturer on: oct. 16, 2023. Section h3. Device evaluated manufacturer?: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens presented cut in half. The lens was cleaned and presented with no issues that would have contributed to the complaint event. The complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there was no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.